Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced purulent infection at the battery site. In (B)(6) 2019, the battery was moved to the other side, but in 2020 it was discovered that the new location had purulent infection. The battery was moved again to the first implant site. Until this year, the patient's battery site had purulent infection. The patient was in observation at home.